Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, and dyspareunia. It was reported that the patient underwent excision of eroded mesh; repair of vaginal side wall defect on (B)(6) 2012. It was reported that the patient underwent revision of sling due to dyspareunia on (B)(6) 2011. The patient underwent excision/revision due to erosion on (B)(6) 2011. (B)(4) ¿ urinary problems; undefined recurrence.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.